Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the cracked lid and push plate. The equipment was repaired and verified according to original equipment manufacturer's instructions. The equipment passed all necessary tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the clear plastic cover on the lid of the endoscope reprocessor was cracked. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being submitted to provide additional information received from the customer. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the customer on 08mar2021. The problem was first noted at reprocessing. The endoscope reprocessor was not used while the lid was cracked. The device is inspected before each use for damage. No sensor went off and no leaking was associated with the event. The last preventative maintenance was in january 2021 with no noted problems. It is unknown when the last in-service occurred and how often the minimum effective concentration is checked. There were no scopes with positive cultures associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, probable causes for a cracked lid include: the lid contacting with a scope when it was closed and/or an external impact to the lid. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Design of the device or manufacturing cannot be confirmed as factors to cause the event. Per the instructions for use (IFU): "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ¿ the lid is not cracked, broken, or otherwise damaged." The most probable cause for the reported event is user handling.